Event description:
Healthcare professional reported "implant release due to a muscle band or scar tissue holding up the implant". This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2013. Clarification to d6a implant date: partial date 2012. Reason for reoperation: "implant release due to a muscle band or scar tissue holding up the implant" (captured as capsular contracture, baker grade unknown).

Event description:
Healthcare professional reported "implant release" surgical treatment was performed "due to a muscle band or scar tissue holding up the implant". This record is for the left side. The device remains implanted.